Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The unspecified lesion was predilated with a 3.5mm maverick balloon. The physician began to advance the 5.00x32mm liberte bare stent to target lesion and realized that the stent was not on the balloon. It was noted that the stent had come off inside of the guide catheter. The physician was able to pull the stent delivery balloon back and inflated the balloon inside the stent and was able to pull both out o the guide catheter. The stent did not enter the body and the procedure was completed with no pt complications reported. The pt's current condition is listed as "okay". Additional info was requested but is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.